Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had "experienced episodes" and the implantable pulse generator (ipg) "doesn't work the way" they thought it did. The ipg remains in use. No further patient complications have been reported as a result of this event.